Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty, the device was unable to cross the lesion. The target lesion was located in a re-stenosed stent in the proximal left anterior descending (lad) artery. The lesion was pre-dilated with a 2.0x15mm and 2.5x20mm balloons. The 2.75x32mm promus element plus stent was advanced however was unable to cross the lesion. A 2.5x32mm promus element plus stent was also advanced however was also unable to cross the lesion. The lesion was dilated again with a 2.0x20mm and 2.5x20mm balloon and the procedure was completed using a2.5x15mm flextome cutting balloon. No patient complications were reported and the patient status is stable, however, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination identified stent and tip damage. The struts on the first row on the distal end of the stent were misaligned. The struts on the first row on the proximal end of the stent were raised up and bent over the body of the stent. The tip of the device was damaged (jagged edges). The balloon of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked 220mm proximal to the exit port. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).